Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. Internal file no: (B)(4). This report was filed by the manufacturer. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
During a site visit, the customer reported that the set was occluded and a balloon section developed int eh pump segment during an infusion. "Nursing staff confirmed that the port in use at the time of the event was clogged. No details regarding occlusion alarms." No patient harm was reported. No additional event or patient information was provided.